Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
There was an allegation of a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 7:34 am, the result was 58 mg/dl. At 7:36 am, the result was 81 mg/dl.